Manufacturer narrative:
Clinical evaluation performed by medical affairs: late infection in cemented tka, 1 year after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on 05 march 2018. Lot 160772: (B)(4) items manufactured and released on 09 may 2016. Expiration date: 2021-04-19 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
One year after primary the surgeon performed a liner swap and 2 I&d for an infection. The surgeries were completed successfully.